Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative realigned the beam. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system exhibited a physicist discrepancy. No patient injury was reported.